Manufacturer narrative:
Additional information received: the physician reported that the left renal artery was occluded by the endurant bifurcate which may have tilted slightly after implantation possibly due to neck angulation. The right renal artery was patent. It was reported the patient expired 11 days post the index procedure. Per the physician the cause of death is not thought to be solely due to the renal occlusion taking into account the frailty of the patient. The physician further commented that they did not believe that the event was due to a device malfunction and therefore should not be a product complaint. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 58mm abdominal aortic aneurysm. The proximal aortic neck diameter measured 21.5mm and 24mm in length. Neck angulation was noted at 12 degrees. Significant right common iliac tortuosity was reported. It was reported one week post the index procedure the patient presented emergently in renal failure and was transferred to ICU where the patient's condition remains under observation. Per the physician the cause of the event is undetermined but is possibly due to blocked renal arteries by the stent graft main body. It was noted the completion angiogram during the index procedure showed patent renal arteries. No additional clinical sequelae were reported and the patient will be monitored.